Manufacturer narrative:
The user facility¿s biomed reported to olympus technical assistance that troubleshooting was performed by leak testing (unknown) scope and ensuring the device¿s air was on stand-by, but there was no leak. The device was not returned to olympus for evaluation. The cause of the reported event could not be determined. A review of the device¿s instrument history records shows the device was purchased on november 17, 2014 with no service records. As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the patient, procedure and device but no information was obtained. However, if additional information is received this report will be supplemented accordingly. The instruction manual provides warning which states, before each procedure, inspect the light source as instructed below. Should any irregularity be observed, do not use the light source and see chapter 8, ¿troubleshooting¿. If the light source with any irregularity is used, the light source may malfunction or be damaged, and an electric shock and/or burns can result. Inspect other equipment to be used with the light source as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the equipment and see chapter 8, ¿troubleshooting¿. If equipment with any irregularity is used, the equipment may malfunction or be damaged, and an electric shock, burns, and/or a fire can result. As a preventive measure in the event of device malfunction, the instruction manual also recommends to always keep another light source in the room ready for use.

Event description:
Olympus was informed that the physician believes air is leaking through the scope from the device while the air function is on stand-by causing over-inflation and patient discomfort. There was no patient injury reported. No further information was provided.